Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. The investigation determined that the reported difficulties appear to be due to operational context.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the peroneal artery. The winn guide wire was advanced up to the target lesion, but could not cross the lesion. The guide wire became stuck and the tip broke off in the heavy calcification. There was no attempt to retrieve the separated tip as it was lodged in the calcified lesion. The procedure ended with no treatment of the lesion in the peroneal artery. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.